Manufacturer narrative:
H3, h6 - actual device was evaluated by an independent metallurgist. Visual, photographic & mechanical testing was performed. Plate was manufactured from "astm" f138 grade 2 stainless steel and no evicence of inherent metallurgical or manufacturing abnormalities were found.

Event description:
Plate was implanted on 2/3/98 for treatment of an intra-articular distal humeral fracture, and a comminuted distal humeral fracture. At 2 weeks post operative plate was intact and alignment was good. Pt allowed elbow range-of-motion. At 3 weeks post operative plate was noted broken and was removed on 2/27/98.